Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began experiencing pelvic pains and crampings and heavy bleeding (interpreted as genital bleeding) starting shortly after insertion. The plaintiff sought and continued to seek medical treatment for the events. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of prolonged medical intervention. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected only through the litigation process.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnant"), device dislocation ("some of her symptoms could be due to essure to rnalposition"), pelvic pain ("pelvic pains and cramping, pain") and genital haemorrhage ("heavy bleeding") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included delivery in 2012. Concurrent conditions included dyspareunia, urinary tract infection, general body pain, dysgeusia, dizziness, depression, thyroid nodular, thyroidectomy, thyroidectomy and nickel sensitivity. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). In 2013, the patient experienced pain ("pain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with prenatal vitamins and solpadeine (tylenol 1). At the time of the report, the pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and alopecia had resolved, the device dislocation outcome was unknown and the genital haemorrhage, back pain and pain had not resolved. The pregnancy outcome was not reported. The reporter considered alopecia, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient has treated and continues to treat for these issues for which she continues to suffer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: coils in proper position. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, treatment medications, concomitant medication and conditions, new events pregnancy with contraceptive device, device dislocation, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhea, alopecia and device ineffective added. Outcome for the events pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraines, headache, dysmenorrhea, pelvic pain and alopecia added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping, pain"), pregnancy with contraceptive device ("pregnant"), device dislocation ("some of her symptoms could be due to essure to rnalposition") and genital haemorrhage ("heavy bleeding") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included delivery in 2012. Concurrent conditions included dyspareunia, recurrent urinary tract infection, general body pain, dysgeusia, dizziness, depression, thyroid nodular, thyroidectomy, thyroidectomy and nickel sensitivity. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). In 2013, the patient experienced pain ("pain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with prenatal vitamins and solpadeine (tylenol 1). Essure was removed in october 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, alopecia and abdominal pain lower had resolved, the device dislocation outcome was unknown and the genital haemorrhage, back pain and pain had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient has treated and continues to treat for these issues for which she continues to suffer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2013: coils in proper position. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: event "lower abdominal pain" added from pfs. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping, pain"), pregnancy with contraceptive device ("pregnant"), device dislocation ("some of her symptoms could be due to essure to rnalposition") and genital haemorrhage ("heavy bleeding") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included delivery in 2012. Concurrent conditions included dyspareunia, recurrent urinary tract infection, general body pain, dysgeusia, dizziness, depression, thyroid nodular, thyroidectomy, thyroidectomy and nickel sensitivity. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). In 2013, the patient experienced pain ("pain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with prenatal vitamins and solpadeine (tylenol 1). Essure was removed in october 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and alopecia had resolved, the device dislocation outcome was unknown and the genital haemorrhage, back pain and pain had not resolved. The pregnancy outcome was not reported. The reporter considered alopecia, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient has treated and continues to treat for these issues for which she continues to suffer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2013: coils in proper position concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping, pain"), pregnancy with contraceptive device ("pregnant"), device dislocation ("some of her symptoms could be due to essure to anal position") and genital haemorrhage ("heavy bleeding") in a 20-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included delivery in 2012. Concurrent conditions included dyspareunia, recurrent urinary tract infection, general body pain, dysgeusia, dizziness, depression, thyroid nodular, thyroidectomy, thyroidectomy, nickel sensitivity and thyroid disorder since 2016. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as calcium;iron (calcium & iron) since 2016 and levothyroxine since 2016. In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2013, the patient experienced pain ("pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with ascorbic acid;biotin;minerals nos;nicotinic acid;retinol;tocopherol;vitamin b nos;vitamin d nos (prenatal vitamins), caffeine;codeine phosphate;paracetamol (tylenol no.1) and surgery (laproscopic bilateral tubal fulguration reversal-essure device removal and she continues to seek medical treatment/laproscopic bilateral tubal fulguration reversal-essure remo). Essure was removed in (B)(6)2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, alopecia and abdominal pain lower had resolved, the device dislocation outcome was unknown and the genital haemorrhage, back pain and pain had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient has treated and continues to treat for these issues for which she continues to suffer. Discrepant information received regarding essure confirmation test,earlier hysterosalpingogram reported in (B)(6)2013 and as per current pfs she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2013: results: coils in proper position. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received:essure removal details updated FDA codes added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains and cramping") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). In 2013, the patient experienced pain ("pain"). At the time of the report, the pelvic pain, genital haemorrhage, back pain and pain had not resolved. The reporter considered pelvic pain, genital haemorrhage, back pain and pain to be related to essure. The reporter commented: patient has treated and continues to treat for these issues for which she continues to suffer. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: hysterosalpingogram result was coils in proper position. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began experiencing pelvic pains and crampings and heavy bleeding (interpreted as genital bleeding) starting shortly after insertion. The plaintiff sought and continued to seek medical treatment for the events. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported. The case was classified as incident because of prolonged medical intervention. A product technical analysis is awaited. Further information is expected only through the litigation process.